Event description:
During the index procedure, the patient had a resolute integrity stent implanted in the lad. A nc sprinter balloon was used to post-dilate the stent. A dissection was noted after post dilatation. The dissection was treated with a second resolute integrity stent. Investigator assessed that the event was not related to the study device. Patient recovered with treatment.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure - (dissection). (B)(4).